Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, suffering, disability and impairment.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The IFU states in the adverse events: complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant; perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage; transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4).

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced persistent discharge, midline mesh erosion with in office trimmings x2, dyspareunia- self and partner, yeast infection, pelvic pain, dysuria, urgency and frequency, recurrent urinary tract infections, recurrent urinary incontinence, nocturia, protective pad use, urinary leakage, post-coital spotting, constant pain in vagina and suprapubic area on the left, levator spasms, bladder spasms, constipation, painful bowel movement, periurethral catheter leakage, mixed urinary incontinence, pelvic organ prolapse, foul smelling urine, vaginal discharge, cystitis cystica, bacterial vaginosis, vulvovaginal candidiasis, overactive bladder, foley catheter leakage, and urge incontinence. She has required surgical interventions including exam under anesthesia with transvaginal excision of urethral mesh, urethroplasty, left labial martius flap ((B)(6) 2016), autologous fascia harvest tissue-rectus fascia, repair of urethrovaginal fistula, posterior colporrhaphy and perineoplasty, placement of autologous fascial sling ((B)(6) 2016), intra detrusor injection of botox ((B)(6) 2016), and multiple non-surgical interventions.